Event description:
It was reported that all keypad buttons okay did not respond to button presses. There is no additional information available about this complaint. The complaint is being reported because of the unresolved issue with unresponsive buttons.

Manufacturer narrative:
The original reporter was (B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was intermittently unresponsive and required multiple button presses to respond; all other keypad buttons responded appropriately. During investigation, evidence of adhesive contamination was found under the ok key contact.